Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the registered nurse (rn) tried to load three (3) oxiris filters onto the prismax v3 machine and kept getting the alarm "cannot detect set". The nurse tried a 4th filter and it loaded fine. Upon running the therapy session, the filter pressure began to rise quickly. The clinician hit the "stop" button and was attempting to perform a blood restitution when a call service alarm was triggered and ¿all the keys were grayed out¿, and the extracorporeal (ec) blood was not returned to the patient. The patient lost 220ml of blood and a blood transfusion with packed cells was required. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.